Manufacturer narrative:
Qn#(B)(4). Medwatch report # mw5110819.

Event description:
Medwatch form received reports: "medial lumen tubing developed spontaneous pinpoint hole." Additional information was received that the catheter was removed. No other medical intervention required. The patient's condition is stable.

Event description:
Medwatch form received reports: "medial lumen tubing developed spontaneous pinpoint hole." Additional information was received that the catheter was removed. No other medical intervention required. The patient's condition is stable.

Manufacturer narrative:
Qn# (B)(4). Medwatch report # mw5110819. Complaint verification testing could not be performed as it was reported that the sample is not available for return. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.